Manufacturer narrative:
The returned product was evaluated and the investigation found the cannula assembly fully deployed. The fill septum on the reservoir appears to have been damaged. No corrosion or leak damage observed in pod. Due to the damage sustained by the reservoir, cause of high blood glucose levels could not be determined. Inspection of the cannula and needle under magnification did not find any damage that would cause bleeding/bruising at insertion site. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose reached from between 80 to greater than 250 mg/dl after wearing the pod between 4 and 24 hours on the leg. There was also ketones present and blood noted at the site. Hyperglycemia treated by patient activating new pod and a manual injection with an insulin pen.